Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Inflation: indeflator 20/30. Guide cath: cordis jr4 6fr. Rhv: copilot. Sheath: 6 fr cordis. Factors that may contribute to the difficulty to deflate the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, all products are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. In this case, it was reported the balloon was able to inflate and deflate successfully prior to the reported difficulties and there was no damage noted to the catheter prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that as the balloon was not completely deflated, this would contribute to the difficulty removing the catheter; however a conclusive cause for the difficulties deflating the balloon could not be determined. It was reported the nc trek was not soaked prior to use and was not prepared for use outside of the patient anatomy. It should be noted the nc trek instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Then prepare the device for use. All air must be removed from the balloon and displaced with contrast prior to inserting into the body otherwise, complications may occur. It is possible all the air was not removed from the catheter, contributing to the reported difficulties however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. A conclusive cause for the reported difficulties deflating the balloon could not be determined; however the reported difficulties removing the catheter appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 4.5 x 8 mm nc trek balloon was advanced and used to perform dilatation on the ostial rca, for two inflations, at 18 atmospheres, for 10 seconds. After dilatation, the balloon would not deflate; therefore, protamine was infused, as the balloon needed to be pulled forcefully during removal. The inflated trek balloon, guiding catheter, guide wire, and introducer were removed together. It was noted that the nc trek was not soaked prior to use and was not prepared for use outside of the patient anatomy. The target lesion was treated with stent implantation. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation and difficulties removing the device could not be replicated in a testing environment due to the condition of the returned product. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
The device was returned. The shaft was separated approximately 6.5 cm proximal to the proximal balloon seal. The separated portion including the hub was not returned. It could not be confirmed when the shaft separated. A balance middleweight guidewire was returned inserted in the lumen and was separated approximately 9.5 cm proximal to the tip ball. The separated portion was not returned.